Event description:
It was reported that nurse has changed out the dressing and is still getting a blockage/full canister warning and is requesting a new renasys go. Troubleshooting techniques performed in regards to resetting the device which brought back the continuous therapy. Further troubleshooting steps performed checked canister for drainage amount and if o-ring/opening clear, milked the tubing, and disengaged the quick click connector and tethered off. Issue was not resolved. Dressing is firm and wrinkled in appearance. Device has remained in the upright position for the entire therapy. Product complaint submitted. No additional information available at this time. No harm or injury reported a no further information available.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Inappropriate device alarms/ alerts that occur in the absence of a device problem would not be likely to cause or contribute to death or serious injury. A problem with the alarm/ alert may require use of a backup device to continue therapy. This event did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to 21 cfr §803.

Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be obstruction or component failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.